Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 10 mmol/l, lo (less than 0.6 mmol/l), 7.0 mmol/l, and 4.0 mmol/l. 5.8 mmol/l, 0.8 mmol/l, and 6.2 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.